Event description:
The customer stated his contour meter read high compared to his one touch ultra meter. While troubleshooting, he performed control tests and rec'd 2 results of 188 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips and meter were returned for eval. Replacement products were sent to customer.

Manufacturer narrative:
The qa lab performed control tests using 5 test strips. All strips read e11 which confirms exposure to moisture. Performance was satisfactory using iqa retention reagent.